Manufacturer narrative:
There was no adverse reaction from the patient involved in this issue. The product support engineer (pse) replaced the pcba pm circuit board to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
Based on the follow-up information provided by the reporter, this complaint will remain as a product problem as it was confirmed that no other medical intervention was rendered under than transitioning the patient to another ventilator. There was delayed treatment, with no further harm or injury was incurred by the patient. The customer indicated that at 0810, the v60 ventilator suddenly went black and could not be started. There was a delay in patient treatment and the malfunctioning device was immediately transitioned to another backup ventilator (unknown make/model), with no further harm or injury incurred by the patient.

Event description:
The customer called technical support (ts), reporting that the device went black and could not be started. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The patient was hospitalized for coronary atherosclerotic heart disease. The health care provider used the ventilator to assist the patient in breathing. The ventilator suddenly went black and could not be started. It may delay the treatment of patients and may cause serious injury. The equipment was replaced to continue the treatment for the patient. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The reported issue was traced to a faulty circuit board that needs to be replaced. The pse replaced the circuit board to resolve the reported issue. The device passed the required performance verification tests per philips standards.